Manufacturer narrative:
During the use of the mynx control vascular closure device, the distal end of catheter was frayed after inserting the vcd into the sheath and pulling device back out. Another mynx control vcd was used successfully. The sealant sleeve was not out of the position. The device was removed from the package and prepped with accordance to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath did not kinked/bent upon removal. There was no excessive force used during exertion. There were no presence of pvd/calcium in the vicinity of the puncture site. The access site was not tortuous. The device is available for analysis. No other information was available. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, exposing to blood, and the sealant outer sleeve assembly was observed to have been bent/damaged as received. The procedure sheath and syringe were not returned with the device. Visual inspection at high magnification showed that the sealant outer sleeve assembly was severely bent/damaged. The visual inspection results found no damages to the atraumatic distal tip of the returned mynx control device. A product history record (phr) review of lot f1902103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn in patient¿ was not confirmed through analysis of the returned device since there were no damages noted. However, the sealant outer sleeve assembly was found severely damaged, which indicated that the customer was likely referring to the sealant sleeves and not the atraumatic distal tip. The exact cause of the issue experienced could not be conclusively determined through analysis. Based on the information available for review and the product analysis, handling factors may have contributed to the damage found on the sealant sleeves, which could have occurred during the insertion step. The mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During the use of the mynx control vascular closure device, the distal end of catheter was frayed after inserting the vcd into the sheath and pulling device back out. Another mynx control vcd was used successfully. The sealant sleeve was not out of the position. The device was removed from the package and prepped with accordance to the instruction for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath did not kink/bent upon removal. There was no excessive force used during exertion. There were no presence of pvd/calcium in the vicinity of the puncture site. The access site was not tortuous. The device is available for analysis. No other information was available.